Event description:
Customer reported a previous high blood glucose event with the specific value displayed as "high." There was no adverse impact to the customer¿s blood glucose level reported beyond this event. Customer administered a correction injection and was advised by technical support to consult with a healthcare provider for further insights. No frequent or recurring high blood glucose issues were noted.